Event description:
A hospital pharmacist intern reported that following vitrectomy procedures, the surgeon noted a pool of patients who experienced postoperative intraocular hypotony. There were no subsequent consequences reported. The customer did not provide patient identifiers and no further information expected.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Based on review of the complaint file, there is insufficient information to discern whether or not an alcon product was associated with the reported occurrence of postoperative intraocular hypotony. The surgeon himself is documented to have stated that this report is, "not considered as a medical device safety case." Furthermore, it is unknown what ocular procedure the patients involved underwent. The root cause could not be conclusively determined. (B)(4).